Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes in a clinical study, there were 163 samples with erroneously low thromboxane b2 results. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary. Material #: 367986. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the lot number is unknown. Certain assays, in this case thromboxane b2 (txb2), are not validated in bd clinical laboratory protocols. Therefore, we are at the present time unable to perform further internal clinical testing. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes in a clinical study, there were 163 samples with erroneously low thromboxane b2 results. There were no health consequences or impacts reported.